Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-14610. It was reported that the right ventricular lead was noted to have varying capture thresholds, leading to loss of capture. The patient was admitted to the hospital, and had fallen, had vagal episodes, felt woozy, and had slumped in bed due to the loss of capture. Additionally, the rhythms strips did not show any pacing pulse after many p-waves. The physician did not believe that the lead was likely the cause of the loss of capture, instead they believed that the patient's heart tissue is dying which resulted in the loss of capture. The physician elected to cap and replace the right ventricular lead, as well as to explant and replace the pacemaker on (B)(6) 2021. The patient was in stable condition throughout from a cardiovascular point of view.